Event description:
Pt had placement of style 115 textured 720 cc gel breast implants 8 years ago. She noted increased firmness with tenderness to the rt breast mid (B)(6) of 2017. She had a mammogram and office visit with her surgeon on (B)(6) 2017. On (B)(6) 2017 screening mammogram showed rt breast implant with marked changes in contour of implant suggesting implant leak. On (B)(6) 2017 pt had bilat breast implants removed. Rt breast capsule demonstrated breast implant associated anaplastic large cell lymphoma. Large cell lymphoma. A panel of immunohistochemical stains shows the large atypical lymphoid cells to label with cd3, cd4, cd30 and lca. These cells are negative for alk-1. Cd8, cd15, cd20 and pax-5 label background small lymphocytes. The findings are consistent with a breast implant-associated anaplastic large cell lymphoma.